Event description:
Complainant alleged that during a routine preventative maintenance check, the device had a dotted base line and had no "electrocardiogram leads off" message. The complainant indicated that there was no pt involvement in the reported failure.